Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that since date of implant (doi) when the patient sat down it was the worst. Patient further clarified that she could be sitting in a car on a cushy seat and she would not last 10 minutes because she would really hurt when she was in the sitting position. Patient further clarified that this was not just occurring when she sat on a hard surface. Patient stated that this had been going on since doi. Patient confirmed on the call that adaptivestim was on, but stated that she had not made any changes to adaptivestim until today. Patient would monitor symptoms now that change was made and will follow up with the hcp if it doesn't resolve. No further complications were reported/anticipated.

Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the pain the patient discussed with the manufacturer representative (rep) was an issue that began prior to implant of their device and was nothing new or different as a result of the device implant surgery. The patient weighed (B)(6) at the time of the event. No further complications were reported/anticipated. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.